Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part an infection. The patient had received intravenous antibiotics. A possible explant was planned if the bacteria culture is positive. There were no additional adverse effects reported.